Manufacturer narrative:
Citation: martinez-sande jl et al. Usefulness of three-dimensional transthoracic echocardiography in the localization of the micra leadless pacemaker. Rev esp cardiol. 2016. Doi:10.1016/j.rec.2016.12.003 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature of (B)(6) year-old male patient with severe symptomatic aortic valve stenosis and permanent atrial fibrillation who underwent implant of a medtronic corevalve (serial number not provided). Following the valve implant, complete heart block (chb) was noted. A permanent pacemaker was subsequently implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.